Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer also reported crack on insulin pump. The customer stated the contacts on the battery cap were neither missing nor damaged. The display did not return after the pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. After further review, there is corrosion on/around the following: terminals of the lcd flex cable, electrical board. After taking out the boards and placing them into a known good case, the sleep current measurement remained out of specifications. After connecting a known good electrical board 2 onto electrical board 1 and after connecting electrical board 2 to a known good electrical board 1, the sleep current measurement remained high in both cases. After cleaning electrical board 2 and repeating the step above, the sleep current measurement passed, but after cleaning pcba1 and attaching the good electrical board 2 to it, the sleep current measurement still failed. In summary, the high sleep current measurement is due mostly to electrical board 1. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.